Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the battery died and the patient needed a new surgeon. It was noted that the implant was over 9 years old. Additional information was received from the patient. It was reported that the dead battery was first noticed in (B)(6) 2015. The patient had forgotten to charge the ins before an unrelated surgery. The patient reported that the patient would have the ins replaced within two months. No further complications are anticipated.